Manufacturer narrative:
(B)(4). Batch # m52v9k the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received partially fired 1/2 and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic right nephrectomy procedure, they stapled over the renal vein; the staples did not seem to form properly. The surgeon thought that it did not feel right when was firing the device. The surgeon over-sewed the renal vein when he normally wouldn¿t do that. There was a delay of twenty minutes. There were no adverse consequences for the patient reported. Patient was fine post-surgery.